Event description:
It was reported that the strike plate broke during a procedure. There was no foreign retained body. The procedure was completed using another device. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event MFR #0001825034 - 2023 - 01961, it was determined to be not reportable. The initial report was forwarded in error and should be voided.